Event description:
A report was received that, during a reprogramming session, the bsn representative noticed that the proximal end of the trial patient's lead had broken. The lead had broken when the patient pulled it out of the operating room cable box. The wires were exposed from the remaining 3 contacts.